Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
Technical services was consulted and explained that a programmer can display one thing and the magnet rate is based on device alone. We would expect that this device is very near to going to a magnet rate of 90 last check. And that since the elective replacement near (ern) is not latched so any changes in impedance, outputs or percent pacing can change longevity remaining.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device magnet rate fluctuated showing one 100 bpm and one year remaining longevity reading at one device check and 90 bpm and one year longevity remaining at another device check. The device remains implanted at this time.

Event description:
New information became available that this device was explanted and successfully replaced.